Event description:
It was reported that post op a gastric bypass procedure, the patient was given a blood transfusion the next day and was taken to the intensive care unit. It is unk how many units were given to the patient. It is unk how it was determined the need for the transfusion. Since then the patient has been discharged. During the original procedure, the device functioned properly. The device was discarded. Additional follow-up, the patient is currently doing fine. The sales rep has reinserviced the surgeon.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.